Event description:
Patient mom came out into the hallway complaining that bili blanket machine was smoking. Nurse immediately removed bili blanket and restarted baby on a different bili blanket. Charge nurse and nurse manger made aware. Baby on bili blanket for high bili level. Mommy came out into the hall and stated that the bili machine was smoking. The machine was taken out of the crib immediately and placed in office with work order. Baby on bili blanket in room with mother. The machine was in the drawer of the crib and mom came out in the hall with the baby and crib stating that the machine was smoking. The rn immediately removed the blanket and placed the baby on a new blanket. The bili blanket was put in the office and work order placed to remove it from circulation.

Event description:
Patient mom came out into the hallway complaining that bili blanket machine was smoking. Nurse immediately removed bili blanket and restarted baby on a different bili blanket. Charge nurse and nurse manger made aware. Baby on bili blanket for high bili level. Mommy came out into the hall and stated that the bili machine was smoking. The machine was taken out of the crib immediately and placed in office with work order. Baby on bili blanket in room with mother. The machine was in the drawer of the crib and mom came out in the hall with the baby and crib stating that the machine was smoking. The rn immediately removed the blanket and placed the baby on a new blanket. The bili blanket was put in the office and work order placed to remove it from circulation.